Event description:
One of my pts has brought it to my attention that the "statlock" foley catheter stabilization device manufactured by c. R. Bard, inc is deceptively named, defectively designed and demonstrable dangerous. The "statlock" name is certainly misleading. The device closes, but it does not lock. It is designed to lock. That is the primary problem. The "statlock" comes open without warning when my pt's leg bag [1000 ml] gets heavy. The "statlock" is not strong enough to support sufficient weight to stay closed. The forces exerted on the device from weight and / or movement apparently exceed its capacity to withstand. In addition, the retainer release button can be accidentally pressed, causing unexpected release. For example, my pt has brushed it with the opposite leg (the one which the "statlock" is not applied) while exercising and even has hit it while turning in bed. Unfortunately this foley catheter stabilization device does not actually lock. When the mechanism that is claimed to lock fails, significant trauma to the urethral meatus occurs. Please investigate the bard "statlock" fol0101 (currently used by my pt), fol0100 and fol0102 (both previously used).